Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2013 at 14:28:10. During night drain cycle one, the patient's ultrafiltration reading was 297ml, indicating the home patient (hp) drained 297ml more than their maximum programmed fill volume of 100ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was a false empty detect at the initial drain and the I-drain alarm volume was met. If any additional relevant information is received, a supplemental report will be submitted.